Event description:
Information was received from an hcp regarding an implanted neurostimulator. The reason for the call was caller stated the patient is needing MRI of the brain and hip, but they were seeing an "error" on the device stating the stimulator was not charged. Caller stated according to the floor everything was charged up. It was determined that the patient's device is non-mdt. Caller provider stimulator model number 1216. Caller was redirected to bsx(boston scientific). Pt dob (B)(6) 1954. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).